Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be used to treat a 7cm malignant stricture within the distal end of the duodenum on (B)(6), 2010. According to the complainant, as the physician began to deploy the stent, he felt a large amount of resistance, and then the catheter sheath detached from the handle; the physician could not deploy the stent at all. The anatomy was noted to be a bit tortuous. The physician used another wallflex enteral duodenal stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by about 4mm. The distal handle was detached from the outer sheath, which is consistent with excessive tensile force having been applied to the shaft. Additionally, the stainless steel shaft was bent at approximately 168mm distal to the proximal handle. During a functional analysis, it was not possible to retract the other sheath. The shaft was dissected proximal to the stent. There was no issue in the movement of the outer sheath proximally or distally, and no issue was noted with the profile of the stent. The inner lumen, however, was kinked at 25mm proximal to the distal tip. The condition of the returned device is consistent with the reported event of a broken handle. The most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B)(4): the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be used to treat a 7cm malignant stricture within the distal end of the duodenum on (B)(6), 2010. According to the complainant, as the physician began to deploy the stent, he felt a large amount of resistance, and then the catheter sheath detached from the handle; the physician could not deploy the stent at all. The anatomy was noted to be a bit tortuous. The physician used another wallflex enteral duodenal stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.